Event description:
The patient was revised due to loosening on (B)(6) 2023. The implantation date was on (B)(6) 2023. A cup was explanted. A cup was implanted.

Manufacturer narrative:
This MDR has alredy been submitter to FDA by the us importer with report number 3014128390-2023-00012.